Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge is completely down the customer closed the case as duplicate service appointment, master sa details were not available.

Event description:
It was reported by the customer that a pyxis es refrigerator is completely down. There were no adverse events or injuries reported based on this event.